Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. During a pump system check, insulin was observed exiting the infusion set tubing with no alarm. The customer did not remove the infusion set site at the time of the report; however, upon follow up, the customer had removed the site with the infusion set tubing still connected and during a test bolus, the occlusion alarm had reoccurred. Blood glucose was 128 mg/dl. No additional information was provided as to how the customer resolved the occlusion. Although multiple attempts were made to confirm if the site was changed out and was the cause of the occlusion, the customer did not reply to the requests.